Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the orders were not crossing to the es server. A technical support specialist was not able to log in since the application server password expired and checked the remote support service. It showed that the d drive was full. An interface engineer suspected that the task to clear out older backup jobs was not running, so they attempted to delete a single backup file, but the delete statement evidently selected all and deleted all backups in the structured query language backup folder. An interface engineer confirmed that there were 183 gigabytes of space and started carefusion-service from the command shell. The system functioned as intended after the technical support specialist troubleshooted the device. The serial number, UDI and device manufacture date are kept blank since the given asset information was found to be a cce/facility license.

Event description:
It was reported that when using the pyxis medstation es system, the order did not cross to the es server, preventing the nurses from removing medication. The customer stated that a communication error occurred while sending a message and failed to create or send via channel message from admission, discharge, and transfer to the es server was not passing through. The customer stated that the malfunction occurred when a user was trying to issue medication to the patient, and they had to put the station on critical override for roughly ten hours. There were no adverse events or injuries reported based on this incident.